Event description:
It was reported via repair work order that there was an intermittent loss of visual indication of the brakes due to a sensor coil cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.